Manufacturer narrative:
Other applicable components are: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.

Event description:
A consumer reported that during a heart catheterization on (B)(6) 2016 they found their pulse had sped up and their doctor thought "a wire could be shorting out and it could be causing the pulse to go up." There were no traumas or falls reported. A request was made for the manufacturer's representative (rep) to go to the consumer's next appointment. Relevant medical history includes multiple back operations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.